Event description:
It was reported PICC line was inserted on (B)(6) 2024. Leakage from insertion site during flushing, catheter was removed and a hole discovered at 7cm. The hole in the PICC was inside the vessel, not visible. PICC was secured with a secureacath.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 5 cm and 6 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported PICC line was inserted (B)(6) 2024. Leakage from insertion site during flushing, catheter was removed and a hole discovered at 7cm. The hole in the PICC was inside the vessel, not visible. PICC was secured with a secureacath. It is unknown if it was replaced. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC was inserted (B)(6) 2024 to basilic vein, exit marking 0cm, total length 38cm, dressed straight along patient's arm, it was removed (B)(6) 2024. PICC was used for oncology treatment (fluorouracil). PICC was used for CT scans, unknown at what power-injection rate, contrast was warmed prior to administration. There were no occlusion interventions. Internal leakage and hole at 7cm discovered in the PICC inside the vessel, not visible, leakage by the insert site. PICC was in use for 60 days. Patient was in the hospital at the time the leak was discovered. They were able to take the PICC home, but did not complete maintenance on the device, it is unknown if they participated in any physical activities. There are no xrays available for this event. Catheter site cleaned with chlorhexidine solution poured from a bottle. Additional comments: 16/8 c &m and the PICC had ran out a bit. The care giver put the PICC in again. At the oncology ward they placed the PICC at 3 cm the 23/8 related to contamination.